Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device read 315 mg/dl while lab result was 115 mg/dl performed at the same time when customer was in a fasting state. Reporter indicated no treatment was given and normal diabetes treatment was not changed. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.